Event description:
Robot was in navigated position of left vim. Software stopped displaying patient images, instead coronal / axial / sagittal views displayed solid gray, then rosanna software shutdown. Robot was restarted, delay less than 15 minutes, but arm could not be moved due to dbs targeting. The field service engineer had to wait until surgeon had completed electrode insertion, before clearing the arm and proceeding with software restart.

Manufacturer narrative:
The system experienced a virtual memory insufficiency and forced the application to restart. The recent upgrade to the new operating system (windows 10) resulted in a modification of the virtual memory resources allocated. The investigation revealed that the management of the virtual memory was not optimal, and this software anomaly will be addressed through our design issues management process.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Robot was in navigated position of left vim. Software stopped displaying patient images, instead coronal / axial / sagittal views displayed solid gray, then rosanna software shutdown. Robot was restarted, delay less than 15 minutes, but arm could not be moved due to dbs targeting. The field service engineer had to wait until surgeon had completed electrode insertion, before clearing the arm and proceeding with software restart.